Manufacturer narrative:
Results: cam bracket assembly.

Event description:
It was reported by service report that the zoom was intermittent. No patient involvement or adverse consequences were reported.